Event description:
The customer's mother stated that insulin leaked from the reservoir into the reservoir compartment. Troubleshooting was performed and the customer was doing everything correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.